Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) did not meet longevity calculations in the reliability assurance laboratory. No adverse patient symptoms were reported.